Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the right atrial lead exhibited noise. The lead remained implanted. The patient's condition was stable.